Event description:
It was reported that the patient had very high impedances of 24,000 or 25,000 on contact 1 which was the patient¿s active contact. High impedances were discovered on the morning of the date of this report but it was unknown when they had started. The patient had a battery replacement on (B)(6) 2014 and operative reports indicated impedances were normal at that time. Impedances had not resolved and the cause was unknown. It was unknown if it was device related or if there were any lead fractures. No troubleshooting, interventions or other actions had been taken. Therapy was affected. No outcome was provided. Additional information could not be obtained at the time of the report.

Manufacturer narrative:
New information required the addition of a device code. The conclusion code was also updated. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the high impedances began sometime after (B)(6) 2014. The patient had stumbled and fallen, but it had not been major. It was unknown when the falls occurred. He had x-rays and CT scans were performed, which had not shown any problems. The implantable neurostimulators (ins) were eventually replaced due to normal battery depletion. Refer to manufacturing report #3004209178-2016-05848 for the continued high impedances with the 2015 implant.

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# v433191, implanted: (B)(6) 2010, product type: lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 37602, serial# (B)(4), product type: implantable neurostimulator; product ID 3389s-40, lot# v433191, implanted: (B)(6) 2010, product type: lead; product ID 37602, serial# (B)(4), product type: implantable neurostimulator; product ID 7482a51, serial# (B)(4), product type: extension; product ID 3389s-40, lot# v411494, product type: lead. (B)(4). (B)(6).